Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot , part number: 391.884, synthes lot number: p506511, supplier lot number: n/a, release to warehouse date: 21-sep-2001, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary complaint condition: it was reported that on an unknown date, a provisional tensioning device was broken. It was unknown when the issue was observed. It was unknown if there was procedure and patient involvement. The complaint device was returned to the supplier for a manufacturing investigation. The supplier investigated the device with the following results. Product description: tensioning device, provisional, synthes depuy-synthes part number: 391.884 , rti surgical part number: 400-813 , lot number: p506511 , manufacture date: 05/23/2001 . Inspection results for this device are as follows: visual inspection found the canted coil spring (part number 400-861) to be missing from the device. Therefore, functional inspection is not possible. Dimensional inspection found the spring groove to meet print specification. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. This complaint will be logged for trending purposes. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Conclusion: the received condition did not agree with the complaint condition, as the complaint device was returned intact. However, the overall complaint is confirmed as the complaint device was found to be missing components. A definitive root cause was not able to be determined. No design or manufacturing defects were observed. Based upon the results of the investigation, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was received at (B)(6) on 11/26/2018, complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, a provisional tensioning device was broken. It was unknown when the issue was observed. It was unknown if there was procedure and patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).